Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: germany.

Event description:
It was reported that prior to surgery, delivered goods were contaminated. When opening the hip kit the customer noticed that there are impurities in the form of hairs on their product. There was no patient involvement. Due diligence is complete, there is no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4,d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The product was returned opened but unused in the tyvek tray. During visual inspection the hair captured in the customer photos could no longer be found. However, visual inspection did find a large, flaky white debris on the tubing of the device. The white debris was visible at 12-18¿ under normal lighting with up to 10 second inspection and therefore does not meet packaging standards. As the product was returned opened it cannot be confirmed where or when the debris was introduced to the device. Inspection takes place during manufacturing/packaging to minimize the risk of debris. No further escalation is required. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.